Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly patient had called a few days before regarding the dim display issue and the issue appeared to be resolved at the time when the contrast was set to maximum setting. Patient called back again to report that the display issue had worsened and now can only read the display in very dark setting even with contrast set at maximum setting. Patient reported that there was no trauma or moisture exposure to the pump and the issue was not resolved with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.